Event description:
It was reported that revision surgery was performed due to infection. Surgeon reports that patient is non-complaint. Surgeon removed all implants and replaced with an antibiotic spacer block, implanted in a cementless mode.